Event description:
Continuous pulse oximeter didn't sound when machine was attached to resident's finger with no pulse. Volume on machine was adequate. Resident found with no vitals. Machine didn't sound to alert staff of dropping pulse and/or oxygen levels. The probe was still attached correctly to resident's finger when found. Alarm was set to sound when oxygen level drop below 85 and when the pause is under 55 and over 140.